Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the cardizem 100ml infusion infused faster than expected and finished within a two hour period. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a cardizem infusion that was programmed to infuse at a rate of 10ml/hr, infused faster than expected was not confirmed. The pcu log identified a ¿remote IV¿ for drug ID (B)(6) at a rate of 10ml/hr and vtbi 100ml. The infusion duration would have been approximately 10 hours. The infusion was stopped alarming for ¿air in line¿, approximately 1 hour and 50 minutes into the infusion. During the inspection cracks were observed both externally and internally on the bezel. Cracking observed internally showed evidence of fluid ingress. Fluid deposits were observed in the lower occluder guide. Functional testing performed on the source pump found the device operating in specifications. It is possible that the fluid or medication entering through the crack observed at the lower occluder could restrict the movement of the occluder. Such restrictions, could possibly contribute to a free flow event during the infusion. The root cause of the cracks on the bezel was not identified.

Manufacturer narrative:
100ml baxter bag ndc (B)(4) diltiazem in naci 0.9%.

Event description:
The customer reported that the primary infusion of cardizem 100mg/nacl 0.9% 100ml programmed to infuse at a rate of 10mg/hr infused faster than expected and finished within a two hour period. There was no report of patient harm.